Event description:
A malfunction was reported on a customer's pump, identified by error code malf 10. There was no adverse impact to the customer's blood glucose level. The customer reset the pump on their own before confirming the fault ID, and technical support decided to replace the pump. The customer will use multiple daily injections as a backup therapy.